Event description:
The wife of patient reported that patient experienced a lbg reading of 40 on (B)(6) 2022 am, exact time not available. Patient is currently prescribed the v-go 30 device and will be switching to the v-go 20 when the order is delivered. Patient treated lbg with glucagon tablets and ate a honeybun. Patient experienced similar events while in the past while using v-go device.

Manufacturer narrative:
Mannkind ae assessor spoke with patient about the lbg. A low blood glucose reading of 40 was reported on 6/2. Blood glucose reading of 40 is considered serious. The patient has a history of gastroparesis (not a new diagnosis) which delays the absorption of food digested and can be a contributing factor related to blood sugar readings. Amount of food eating, delayed absorption of food related to amount and timing of insulin can result in low sugar readings. Patient treated low blood sugar reading with glucagon tablet and carbohydrate food sources. No additional medical treatment was needed. Patient has been advised by his hcp not to give any bolus clicks if bg is 60 at time of eating. Patient has been working with their hcp adjusting number of bolus clicks prior to eating, with meal and after eating to more closely manage blood sugar readings. Hcp has given orders on the number of bolus clicks per carbohydrate intake for the meal. The hcp has recently changed the order to v-go 20. The v-go 30 was delivering more than needed insulin resulting in low blood sugar readings. This MDR was created by (B)(6) , device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.